Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issues. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.